Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during use, the transray plus 35cc intra aortic balloon (iab) malfunctioned. "Iab optical sensor malfunction" alarm displayed. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h11. A fiber optic sensor failure in an intra aortic balloon occurs when the pressure sensor in the catheter fails to transmit real time aortic pressure signals to the iabp console. This affects proper timing of balloon inflation and deflation. After catheter insertion no optical sensor pressure was detected and an iab optical sensor malfunction alarm was triggered. The device module was checked and found to be functioning normally. A catheter side optical sensor defect was suspected so the catheter was replaced with a 35cc catheter of the same size. Patient information has not been disclosed in accordance with hospital policy.

Event description:
N/a.